Manufacturer narrative:
Device evaluated by MFR.: device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the circumflex artery. A 1.25mm rotalink¿ plus was selected for use. During the procedure, it was noted that vessel dissection occurred caused by the device. The physician pulled out the burr on rotaglide mode and used a non-bsc otw balloon to open the artery. Finally, the physician stented the circumflex and finished the procedure. No further patient complications were reported and patient was doing well.